Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code 3 was noted; however, a squealing noise was heard. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lobectomy, the generator displayed error 3. During troubleshooting after the case, the handpiece caused an error 3 each time the test button was pressed using a test tip.